Event description:
A report was received stating that the endotracheal tube was deflating at the cuff after 4 days in situ. No incident related medical sequela was reported.

Manufacturer narrative:
Smiths medical has received the sample device. A full eval is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a f/u report detailing the results of the eval once it is completed.